Event description:
Complainant alleged that during routine biomed testing and routine preventative maintenance, the unit would intermittently not charge via the device paddles. The complainant indicated that there was no patient involvement in the reported malfunction.